Event description:
On 4/19/00, home patient called baxter technical service response number to inquire about an adverse event that had occurred with hp 2 years prior. Hp reported peritonitis while using the homechoice cycler for apd therapy. Hp had been hospitalized for peritonitis and had a 105 degree fahrenheit temperature back in january of 1998 and felt the machine may have been attributable. Hp reported after the hospitalization hp did not use the homechoice cycler any further but was switched to hemodialysis, thus returning the homechoice cycler to baxter healthcare. Hp requested an investigation to be performed on the homechoice cycler. Follow-up with the healthcare professional (hcp) reveals the doctor does not attribute peritonitis episode or hospitalization to the homechoice cycler. Consultation report from the hp's doctor reveals hp likely had a perforated bowel since the infection was polymicrobial and did include anaerobes as well as aerobes. The report further reveals this necessitated removing the peritoneal dialysis catheter. The hp was hospitalized for a large ischemic ulcer to right mid-thigh and eventually transferred to a different medical center where a right above-the-knee amputation was promptly performed. They also drained an intra abdominal abscess by percutaneous placement of the catheter. Hp was released from the rehabilitation unit at the medical center in april of 1998.